Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The technician found multiple error code 41622. The technician performed functional testing, which no error codes occurred during testing the root cause of the reported issue was found to be contamination on motor gears, flag and optic sensor the technician replaced optic sensor and clean contamination from motor area.

Event description:
It was reported that the system failed during testing. No patient injury was reported.